Event description:
The device was returned for analysis and the investigation of the device revealed that the coil(subject device) prematurely detached during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During functional inspection the device was found to be returned with catheter. The catheter was found to be intact with no allegations. The main coil was found to be detached and the delivery wire was found to be kinked/bent. The main coil was found to be kinked/bent and stretched. The suture was found to be intact. Functional testing was not performed as it was visually confirmed with the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be stretched, kinked/bent and detached from the delivery wire. An assignable cause of procedural factors will be assigned to the as reported and analyzed event of the main coil stretched and main coil prematurely detached/separated during use as well as the analyzed event of the main coil kinked/bent since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of undeterminable will be assigned to as reported event of device interaction with another device as the issue could not be confirmed during analysis. An assignable cause of handling damage will be assign to analyzed event of the coil delivery wire kinked/bent as this defect appears to be associated with handling of the product or portion of the product during the procedure.